Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). Full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use by customer that cardiosave intra-aortic balloon pump (iabp) unit over heating. No patient injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, h9, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated and found compressor was past its 5000 hour lifespan and due for replacement. The fse replaced compressor and ran unit on a test balloon with no alarms. All functional and safety test performed. Returned machine for clinical use.